Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2020 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2019) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. , the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿extra-large plug was placed into the internal ring and onlay mesh was then placed into the floor of the canal using sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with removal of mesh (device #1) and implant of perfix plug (device #2). Per op notes, ¿found the old mesh plug (device #1) that had migrated with the recurrent hernia and this was removed. An extra-large plug and onlay mesh (device #2) were placed using sutures.¿ (B)(6) 2021 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair. Per op notes, ¿the previously placed mesh (device #2) had dehisced from the inguinal canal. Adhesed colon was freed from the rest of the mesh. A synthetic mesh was placed.¿